Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: dog chew marks concentrated on the bottom of the case. The pump was received with a battery cap missing a weld spot. The pump was also received with a flashing medtronic logo screen. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After plugging a known good pcba2 and a known good pcba1 into the original case, the pump booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the pump booted to a frozen medtronic logo screen with the red notification light flashing and the vibrator vibrating. After plugging the original pcba2 into a known good pcba1 and then into the original case, the pump booted up to a flashing medtronic logo screen. With the aid of a microscope, did not note any damaged or missing components from both boards. In summary, the customer¿s report that his/her dog chewed up the pump was confirmed during visual inspection. The flashing medtronic logo screen is due to both pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage due to dog chewed up the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported damage over keypad area. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device returned for analysis.